Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 with the homechoice machine during drain 3 of 3. The technical service representative (tsr) assisted the home patient (hp). The hp stated that there was a leak somewhere on the patient line but she could not find it. Baxter product surveillance contacted the patient's wife on (B)(6) 2010. According to the patient's wife there was a leak in the patient line, however, they did not pin point the leak. The wife stated that they notified the nurse and she advised them to discard supplies and start over. The patient resumed therapy and is doing fine. There was no patient injury or medical intervention associated with this event.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: power module beeping alarm wi yellow wrench & red int battery alarm. Specific component(s) involved: other component malfunction, specify. Additional text: other component: power module. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of other component, specify. Other intervention : implant device type: lvad.

Manufacturer narrative:
(B)(4). The report of a leak with system error 2240 (air in line) alarm was not confirmed due to a lack of sample, therefore, a root cause was not determined. The batch review was performed on potentially associated lots (h10f10095) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.